Manufacturer narrative:
MDR 3003442380-2024-02337 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that four infusion sets fell of during use immediately or within 48 hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.